Event description:
Biopince ultra full core biopsy instrument failed to obtain core sample resulting in an additional sample. Manufacturer response for biopince biopsy device, biopince (per site reporter). They are trying to fix the problem.